Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), paraesthesia ("pins and needles in hand"), autoimmune disorder ("autoimmune disorder") and hypoaesthesia ("numbness in hand") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain had resolved and the weight increased, paraesthesia, autoimmune disorder and hypoaesthesia outcome was unknown. The reporter considered autoimmune disorder, hypoaesthesia, paraesthesia, pelvic pain and weight increased to be related to essure. Amendment: the report was amended for the following reason: upon receiving a internal confirmation, it was confirmed that cases (B)(4)) duplicates of each other. All the information from the deletion case(B)(4) was transferred to retention case (B)(4). Events added-- autoimmune disorder, numbness in hand, pins and needles in hand. Reporter added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain had resolved and the weight increased outcome was unknown. The reporter considered pelvic pain and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New events weight gain was added, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). At the time of the report, the pelvic pain had resolved. The reporter considered pelvic pain to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.